Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 21-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and menometrorrhagia ("menometrorrhagia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), visual impairment ("visual disturbances"), myalgia ("diffuse muscular pain"), arthralgia ("diffuse joint pain") and vertigo ("vertigos"). The patient was treated with surgery (bilateral salpingectomy with essure removal on (B)(6) 2019 and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia, asthenia, visual impairment, myalgia, arthralgia and vertigo outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, menometrorrhagia, myalgia, pelvic pain, vertigo and visual impairment with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: r1903170) on 21-feb-2019. The most recent information was received on 30-may-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('menometrorrhagia') in a 44-year-old female patient who had essure (batch no. D46950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal ulcer, multigravida (7), parity 4, multigravida (4 vaginal deliveries), termination of pregnancy - elective (3 elective abortions) and smear cervix normal. No concomitant affections and no concomitant treatments. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), visual impairment ("visual disturbances"), myalgia ("diffuse muscular pain"), arthralgia ("diffuse joint pain") and vertigo ("vertigos"). The patient was treated with surgery (bilateral salpingectomy with essure removal on (B)(6) 2019 and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menometrorrhagia had resolved, the asthenia, myalgia and arthralgia was resolving and the visual impairment and vertigo outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, menometrorrhagia, myalgia, pelvic pain, vertigo and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 21-feb-2019. The most recent information was received on 13-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and menometrorrhagia ("menometrorrhagia") in a 44-year-old female patient who had essure (batch no. D46950) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anal ulcer, multigravida (7), parity 4, delivery (4 vaginal deliveries), termination of pregnancy - elective (3 elective abortions) and smear cervix normal. No concomitant affections and no concomitant treatments. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), visual impairment ("visual disturbances"), myalgia ("diffuse muscular pain"), arthralgia ("diffuse joint pain") and vertigo ("vertigos"). The patient was treated with surgery (bilateral salpingectomy with essure removal on 04-feb-2019 and total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menometrorrhagia had resolved, the asthenia, myalgia and arthralgia was resolving and the visual impairment and vertigo outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, menometrorrhagia, myalgia, pelvic pain, vertigo and visual impairment with essure. Most recent follow-up information incorporated above includes: on 13-mar-2019: follow-up information received on 13-mar-2019: no concomitant affections and no concomitant treatments. Medical history included anal ulcer, gravida 7: 4 vaginal deliveries and 3 elective abortions. Pap smear was normal. Lot number d46950 was provided. The gynaecologist reported that the pathological anatomy examination showed that the fallopian tubes were normal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.